Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the ventilator could not be powered on when alternate current (ac) power was connected, only when the battery was connected. The customer reported that when ac power was connected, the unit would alarm and the alarm light emitting diode (led) would flash. There was no patient involvement. The customer reported that when they were able to turn the unit on, the event log did not show any codes related to inoperable ventilator. The field service engineer (fse) performed on-site evaluation and confirmed that the device would not power on but it would only alarm and the alarm led would turn on. The fse replaced the power management (pm) printed circuit board assembly (pcba) and the problem was resolved.